Manufacturer narrative:
The customer¿s reported experience with error code 210.6021 was not confirmed. The error only occurred during lab testing when purposefully induced by holding a pump module key while the device was powering on. The customer did not supply the pump module or any log files, only the pump module door with keypad assembly was received; therefore, the frequency in occurrence of the channel error could not be ascertained. Microscopic inspection of the keypad cable traces and pins revealed no signs of fluid ingress or other contaminants which may cause shorts and simulate a stuck key condition. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the biomed department has had to replace the keypad for the 8100 module, p/n tc10008458 rev. 08 (date code: 16/09 21), lot 055275. The keypad was replaced approximately six months ago and now has a failure with the error code 210.6021. The customer ask whether the part number and date code have a known problem. There was no report of patient involvement.